Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with a sterling shelf box and pouch. The batch number on the packaging and device matched the reported batch number. Functional testing was performed using an inflation device filled with water. When positive pressure was applied, a stream of water emitted from the shaft. The shaft and balloon were examined under magnification. The examination revealed damage to the inner and outer 8.5cm from the distal tip. There was no balloon damage. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an unspecified vein using a 4f non-bsc sheath with retrograde approach. The 95% stenosed target lesion was moderately tortuous and moderately calcified located near the anastomatic part of an internal shunt. A 0.018inch non-bsc guidewire was advanced to the lesion. A 4.0mmx40mmx40cm sterling balloon catheter was selected to dilate the lesion. The balloon was inflated four times at 6 atmospheres. During the fourth inflation, it was noted that the balloon ruptured at 6 atmospheres. The device was removed intact. The procedure was completed with a 5mmx40mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an unspecified vein using a 4f non-bsc sheath with retrograde approach. The 95% stenosed target lesion was moderately tortuous and moderately calcified located near the anastomatic part of an internal shunt. A 0.018inch non-bsc guidewire was advanced to the lesion. A 4.0mmx40mmx40cm sterling balloon catheter was selected to dilate the lesion. The balloon was inflated four times at 6 atmospheres. During the fourth inflation, it was noted that the balloon ruptured at 6 atmospheres. The device was removed intact. The procedure was completed with a 5mmx40mm sterling balloon catheter. No patient complications were reported and the patient's status was good.